Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that his ins was "not working as well for the pain" so he has had to increase stimulation. They stated that he noticed this started "a few days ago". The patient then called back and reported they were was getting major shocks from the ins that last about 5 minutes and occurred every 15 minutes. It was not related to positional movement and he could be sitting, walking, or lying down when the issue occurred. The patient had "some changes" to his therapy and since then he experienced the shocking. The patient had not tried to turn stim off or decrease stim because he was concerned he would be in pain if he did. The issue started around the tuesday prior to the report. A rep said the patient had intermittent tingling that lasts up to 5 minutes from the shoulders down. The patient was instructed to turn the ins off until they met with a rep the following week. The rep responded via email on january 31st that the actions taken to resolve the patient's shocking issue were that cycling was turned off. This resolved their issue and no further actions were to be necessary. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was getting major shocks from the ins that last about 5 minutes and occur every 15 minutes. It was not related to positional movement and he could be sitting, walking, or lying down when the issue occurred. The patient had "some changes" to his therapy and since then he experienced the shocking. The patient had not tried to turn stim off or decrease stim because he was concerned he would be in pain if he did. The issue started around the tuesday prior to the report. A rep said the patient had intermittent tingling that lasts up to 5 minutes from the shoulders down. The patient was instructed to turn the ins off until they met with a rep the following week. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the ins was helping with pain and no changes were made in that regard. Issue has been resolved.